Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center monitor went blank when the patient tried to switch images by pressing the button on the touch panel that controls the audio/video controller. The issue occurred during a therapeutic laparoscopic sigmoid resection. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Since the subject device was not returned to olympus, the reported event cannot be confirmed neither the condition of the device. The incident was restored by restarting the audio/video controller and switcher that transmit the video signal. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.